Manufacturer narrative:
The root cause could not be determined because acorn has not spoken directly to the user. Neither of the daughters acorn spoke with live with their parents and the user's wife was home but did not witness the incident because she was down stairs. The most likely cause is the user is not able to sit in the chair with his feet bent under him on the footrest every time he uses the stairlift. The user was present at the installation on (B)(6) 2019 and did receive a demonstration; however, his physical condition has degraded over the past year. If the user is not physically able to sit on the chair as instructed during the demonstration, or he forgets to sit in the chair properly, he put himself at risk of serious injury or death. Acorn sent the user a letter explain the importance of sitting in the chair properly to prevent serious injury or death. The user was in bed during the investigation visit; however, the regional manager was able to demo the stairlift to user's wife and daughter.

Event description:
The user's wife called acorn stairlifts, inc. (Acorn) on (B)(6) 2020 with concerns that the stairlift started beeping for no reason. Acorn reached out to the user's daughter and was informed that the user cut his left knee on the metal handrail while riding the stairlift upstairs on (B)(6) 2020. The user was taken to the hospital and received 20 staples in his knee.